Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up and therefore its power supply was replaced. Analysis further noted that the stylus was missing, that the incorrect serial number was displayed on the power cord bay door and that the floppy drive would not read disks. All found defective parts were replaced.

Event description:
It was reported that the programmer would not turn on. It was further requested that the programmer receive a test and calibration procedure. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.